Event description:
Co was carrying out a demonstration/training session on a device that was new but 12 mos old. On pressing the start/boost button the driver appeared to work corretly then after a few mins ran continuously.